Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: not performed as no medical records were provided for review. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
When the product was driven into the # 6 tibia component as usual, the insert wire in the # 6 tibia component inside came out ahead about 1 to 2 cm in the anterior direction. The back of the insert and the outside of the insert were locked and it was difficult to remove the insert. So cut off the insert wire which pulled out with the pin cutter of the hospital, put the same insert again, and continued treatment as it was to complete the procedure.